Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 13.5 mm from the distal end. The fragment was not returned. The probe had a mark contacted with the grasping section. The fracture surface of the probe showed that crack developed. The grasping section had a mark contacted with the probe. The tissue pad of the subject device was worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). Also, it was known that the contact mark and the crack occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of the grasping section, and besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a colpotomy, the subject device was used. In the procedure, the probe of the subject device broke off inside the patient. The fragment was retrieved. There was no patient injury reported. No further information was provided. This is the report regarding the breakage of the probe.